Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on-site and was not able to reproduce the issue with usm 2. The isi fse replaced the usm as a precaution. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform a failure analysis. The usm was analyzed and found to have failures. The usm was tested on an in-house system in normal mode where the issue was not replicated showing no errors. The unit was also tested on the test platform where the issue was replicated with sine cycle test with error 23008. After a further investigation, fluid intrusion/damage was not found on the carriage parts of the usm. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the nurse called to report that errors were repeatedly occurring on the universal surgical manipulator (usm) 2. The error reoccurred immediately when fault recovery was selected. The system logs confirmed repeated errors reported by the usm, axis 1. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the nurse to disable the usm. After successfully disabling usm 2, the procedure continued using the remaining usm's. The site called back to report that they could not retract the boom, and everything was stuck. The customer stated that the issue persisted despite power cycling the system. The procedure was completed with no reported injury.